Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the right atrial lead dislodged. The physician tried to reposition the lead but was unable to do so because of possible tissue on the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.